Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up communication. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttf and lot number, 108761211 combination found no related information. If additional relevant information is received, a follow up report will be submitted. Devices not being returned by facility.

Event description:
It was reported that on (B)(6) 2014 patient underwent a bilateral tka during which time the patella was not resurfaced. On (B)(6) 2016 the patient underwent a revision left tka procedure due to tibial loosening, during which time the tibial tray ar-503-tttf lot 108761211, and bearing ar-503-bf10 lot 113601226 implants were explanted. To complete the revision procedure surgeon implanted the following arthrex implants: tibial tray ar-513-t5, tibial stem extension ar-513-1250. Bearing implant ar-513-bf14 and patella implant ar-504-psd0. Follow-up investigation: patient medical record from (B)(6) 2016 was provided. Medical record indicated patient was continuing to have pain in his knees anterior with right knee having more pain than left. In addition, report indicates patient had pain going down stairs and recurrent swelling. (B)(6) 2014 both knees were aspirated and injected. Records noted that upon examination of the right knee, palpation demonstrated inferior patellar pole tenderness and patellofemoral region tenderness with no medial joint line or lateral joint line tenderness. Mild effusion of the right knee was noted. Right knee passive flexation was noted at 125 degrees with passive extension of 0 degrees. Records noted that examination of the left knee palpation demonstrated inferior patellar pole tenderness and patellofemoral region tenderness with no medial joint line of lateral joint line tenderness. Large effusion of the left knee was noted. Left knee passive flexion was noted at 125 degrees with passive extension of 0 degrees. During this surgeon visit patient was aspirated and injected on the bilateral knee joint. Surgeon recommended left knee tka revision due to pain in the knee that is increased with activity and weight bearing. Medical record noted that x-rays showed periarticular osteophytes and joint space narrowing.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttf and lot number, 108761211 combination found no related information. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined.

Event description:
It was reported that on (B)(6) 2014 patient underwent a bilateral tka during which time the patella was not resurfaced. On (B)(6) 2016 the patient underwent a revision left tka procedure due to tibial loosening, during which time the tibial tray ar-503-tttf lot 108761211, and bearing ar-503-bf10 lot 113601226 implants were explanted. To complete the revision procedure surgeon implanted the following arthrex implants: tibial tray ar-513-t5, tibial stem extension ar-513-1250. Bearing implant ar-513-bf14 and patella implant ar-504-psd0. Follow-up investigation: patient medical record from (B)(6) 2016 was provided. Medical record indicated patient was continuing to have pain in his knees anterior with right knee having more pain than left. In addition, report indicates patient had pain going down stairs and recurrent swelling. (B)(6) 2014 both knees were aspirated and injected. Records noted that upon examination of the right knee, palpation demonstrated inferior patellar pole tenderness and patellofemoral region tenderness with no medial joint line or lateral joint line tenderness. Mild effusion of the right knee was noted. Right knee passive flexation was noted at 125 degrees with passive extension of 0 degrees. Records noted that examination of the left knee palpation demonstrated inferior patellar pole tenderness and patellofemoral region tenderness with no medial joint line of lateral joint line tenderness. Large effusion of the left knee was noted. Left knee passive flexion was noted at 125 degrees with passive extension of 0 degrees. During this surgeon visit patient was aspirated and injected on the bilateral knee joint. Surgeon recommended left knee tka revision due to pain in the knee that is increased with activity and weight bearing. Medical record noted that x-rays showed periarticular osteophytes and joint space narrowing.